Event description:
It was reported that the customer experienced high blood glucose levels (>400mg/dl). Customer switched to injections with the same insulin and blood glucoses level are lower (127mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.